Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose levels of 27 mmol/l. The customer treated high blood glucose with bolusing 5.15 units. The customer stated that the reservoir is unscrewing when in the insulin pump. The customer reported no damage around the reservoir compartment. The customer stated that he screwed the reservoir back in place. Troubleshooting was not performed. Product is not expected to return.